Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented with an implantable cardioverter defibrillator (ICD) that was exhibiting post paced t-wave oversensing. No changes or intervention was reported. The patient condition is unknown.

Event description:
New information noted that programming changes were made to resolve the issue. There were no patient consequences.